Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? This event is about the 5mm trocar. But, the surgeon only do indirect technique. Were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Please describe the noise. Don't know how to describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Don't remember. What was the gas consumption rate or volume (liter/minute)? Don't remember. Were you able to identify where the leak was coming from? It seemed the leak was from the rubber flap. Was a device inserted in the trocar during the leaking? If so, what device? No device was inserted, after the surgeon was exchanging the instrument. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic colectomy procedure, there was gas leakage . Procedure was completed with same like product. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Leak failure two devices were returned for analysis. Device a was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. Device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.